Event description:
New information notes that the device was explanted due to noise.

Event description:
It was reported that the right ventricular lead exhibited high thresholds. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was received in two pieces. Final analysis found that external insulation was abraded at 50.5 cm to 50.7 cm from electrode tip exposing the outer coils. The damage sustained in this area is consistent with that of exposure to friction with another implantable device. This could have contributed to the reported unacceptable thresholds.